Manufacturer narrative:
MFR control no. (B)(4).

Event description:
It was reported that the intensivist cardiologist contacted the sales rep with regards to ongoing issues with the arrow thermodilution catheter. The md identified that the product needs refloating, loses its trace, dampens and generally loses its integrity if left in situ over 24 hrs. They are constantly troubleshooting the catheter, which in an intensive care environment is not acceptable. This problem appears to have been ongoing over the last 12 months. They have not changed their practice. Additional info received on (B)(6) 2013, stated that the thermodilution catheter was inserted via the pt's femoral artery. There was no reported pt death or injury. There was a delay/interruption in the case however, this did not cause harm to the pt. It was unk if medical/surgical intervention was required. Another thermodilution catheter was required and inserted successfully. According to the customer this issue occurred 30 times in the past 12 months. An update received on (B)(6) 2013 reported the pa distal lumen is always transduced and has approximately 3mls/hr running through. Intermittent flushing practices usually occur when there is a complete loss of or poor waveform trace detected. This will occur for any transducer line with a corresponding waveform. In the first instance a flush via the toggle may correct the problem and of course bow tests, etc. Second line flushing is done manually with a 2 ml syringe. This often improves the trace, but it is a temporary measure.